Manufacturer narrative:
Device not returned.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Stored egm noted that the device exhibited post-paced t-wave oversensing. Programming changes were made during the device check.